Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the internal handles that were used from the reported event were received under (B)(4). The device was put through extensive testing including multiple 30j test and functional stress testing without duplicating the report. Testing of the internal handles did fail the three-month check-out continuity test. This confirmed there is an issue with the shock button and could have contributed to the reported problem. The internal handles were scrapped. Analysis of reports of this type has not identified an increase in trend.